Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the implantable neurostimulator (ins) migrated and the patient had pain at the implant site. The patient had reported pain during an examination on (B)(6) 2016. During the examination, the ins was found to have migrated. The ins moved slightly to the front causing pain due to the outer corner of the ins touching the abdomen. Interventions included repositioning the ins on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit. The etiology of the event was related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2016. No cause of the migration was reported.